Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the rist catheter marker band was dislodged/damaged. The catheter was placed into the patient's external carotid artery. An echelon catheter by 150 was inserted and an mma embolization with onyx was executed. Upon removal, there was resistance felt trying to remove the echelon from the rest of the entire system, the system was removed as one system. It was noted the tip of the echelon catheter had separated from the main body of the catheter and had lodged into a pseudoaneurysm in the patient's internal carotid artery. The patient woke up intact with no neurological deficits. The catheter tip was not shaped. The marker band remained in the internal carotid artery. There was no surgical or medicinal intervention required. The catheter was flushed as indicated in the IFU. The devices were prepared as indicated in the IFU. The patient underwent treatment of an mma embolization. The patient's vessel tortuosity was moderate. Ancillary devices include: terumo 5/6 slender sheath and the rist 6f guide catheter.

Manufacturer narrative:
H3: as found condition (condition of returned device): two echelon-10 micro catheters, rist catheter, and an unknown sheath were returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened plastic bag. Visual inspection/damage location details: the model and lot numbers for the (pli-20) echelon-10 micro catheter and the (pli-30) rist catheter were not provided; therefore, compatibility could not be assessed. (Pli-10) the echelon-10 micro catheter was returned with 5ml syringe attached to hub. The hub was then removed. The echelon-10 total length was measured to be ~157.8cm. The echelon-10 useable length was measured to be ~149.9cm. Upon visual examination, no issues were found with the echelon-10 hub; however, onyx residue was found within hub. The catheter body was found to be damaged (separated) at ~3.0cmfrom separated end. The distal tip was found to be separated. The tubing material of the catheter separated distal end exhibited stretching, jagged edges with the elliptical wire exposed. Onyx residue was found at separated distal end. (Pli-20) the echelon-10 total length was measured to be ~155.8cm. The echelon-10 useable length was measured to be ~147.5cm. Upon visual examination, no issues were found with the echelon-10 hub, body or distal tip. (Pli-30) the rist catheter total length was measured to be ~103.4cm. The rist useable length was measured to be ~99.5cm. Upon visual examination, no issues were found with the rist hub. The catheter body was found to be kinked at ~19.4cm and ~16.1cm from distal tip. Upon visual examination, no issues were found with the distal tip. Testing/analysis (including sem reports): the rist catheter was unable to be used for resistance testing due its damaged condition and the model and lot numbers were not provided. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the catheter exhibited with plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In this event, user error likely contributed to the event as it was reported the echelon-10 micro catheter met resistance within the rist catheter when removed and then separated. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed, and the root cause could not be determined. The catheter could not be used for resistance testing due to its damaged condition. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.